Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause cannot be conclusively identified. The device was not returned for evaluation however, based on the results of the investigation, it was presumed that an image was intermittently displayed due to the following reason: video communication could not be transmitted to the processor due to the connector was damaged due to aging deterioration. Review of the product shipment record, found no problem with the device. The damage in the connector seemed to be caused by user operation. As to the connector damage, it was determined that the phenomena might have been prevented by following these descriptions in user manual. As stated on the IFU (instruction for use) the user manual states: do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor complaints for this device.

Event description:
As reported, no image on screen was reported. The issue found during an unknown event. There is no patient involvement associated on this reported event. No user injury reported.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.